Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a manufacturer representative. It was reported that the physician saw the patient back on (B)(6) and said the device was improved after the antibiotics and there are no plans to remove or replace the device. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. They reported that because of the itching the device was removed within the first year of implant. Additional information was received from a healthcare professional (hcp). The hcp reported that the ins was removed on (B)(6) 2021. They confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had itching at the incision site; ever since they received the implant the ins had been itching and it sticks out ¿like a big lump.¿ it was noted that they do have fatty tissue in the area, and had mentioned the itching to their nurse, but no actions had been taken yet. It was recommended that they follow up with their healthcare provider. Additional information was received from a manufacturer representative. It was reported that the physician saw the patient on (B)(6) 2020 and found that the battery had moved out of the pocket and there was some ¿serious drainage.¿ the physician prescribed antibiotics and would see the patient on monday. No further patient complications are anticipated or expected as a result of this event.